Event description:
Biopince ultra full core biopsy device and echogenic co-axial introducer needle malfunctioning and not retrieving tissue specimen during kidney transplant biopsy requiring second pass with different device needle to obtain adequate specimen for lab. Manufacturer response for biopince biopsy device, biopince (per site reporter) thought to be user error.